Manufacturer narrative:
Patient weight not made available from the site. Medtronic representative, following-up at the site, performed a full system check-out and found the system to be working correctly. Registration and accuracy checks on model were very accurate. Also reported, the bed used in the operating room was metal, per the medtronic IFU, no metal is to be within the em field. Medtronic representative trained new site staff in proper axiem set-up and removing metal from the em field. No patient files/exams/scans have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial procedure, shunt placement and evd placement, the surgeon alleged an inaccuracy of approximately 1-2mm when navigating with axiem. The surgeon missed the ventricle on the first pass, adjusted, and hit the ventricle on the second pass; stating that the placement of the second pass was slightly off inside the ventricle on the scan. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.